Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the ipg was repositioned in the pocket and no reported complications during procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient's ipg became loose in the pocket. As a result, surgical intervention was taken on (B)(6) 2019 to revise the pocket.